Manufacturer narrative:
The field service representative determined the cause to be the sample probes and sample mixing. He replaced the sample probes, performed z samples alignment, performed check test and had the user run all levels of qc. All results were within ranges.

Event description:
User received erroneous hemoglobin a1c result for one pt sample. Initial result was 4.4%; repeat result on the same analyzer was 8.2%. In early 2009, the result from a different analyzer at the site was 8.3% and repeated again on a third analyzer at the site the next day, resulted 8.2%. User stated the repeat result was reported. There were no adverse effects to the pt.